Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 99% stenosed target lesion was located at moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in percutaneous transluminal angioplasty. During procedure, it was noted that the balloon ruptured at 4atm. The procedure was completed with a different device. No patient complications were reported.